Event description:
It was reported that laser aiming beam is off center, creating a halo effect. Boston scientific has been unable to obtain additional information regarding the patient or procedure outcome to date, despite good faith efforts.